Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements and high pacing thresholds. The patient has had high pace impedance measurements for a long time and had been monitored remotely. The high pacing thresholds were new. Technical services (ts) was contacted for an opinion regarding a new rv lead. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).